Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events which may occur and require intervention include endoleak, and aneurysm enlargement. A review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2017, this patient underwent an endovascular repair of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. No issues were reported. The patient tolerated the procedure. On an unknown date, follow-up imaging identified a proximal type I endoleak with aneurysm enlargement (amount unknown). The cause of the endoleak was not reported; during the imaging follow-up, a bird beak was identified at the proximal neck. The cause of the bird beak was not reported. On (B)(6) 2019, an additional device was implanted to extend the proximal neck to repair the endoleak. Final angiography showed resolution of the endoleak. The patient tolerated the procedure.